Event description:
Risk management was notified that a series of conversations between a provider and a patient were entered into the wrong patient's chart, with same name and similar dates of birth. There was also an incorrect weight in the patient's chart.